Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited invalid cardiac compass. The ipg remains in use. Some sensing issues were observed on the right ventricular (rv) lead and it was reprogrammed. Non-sustained ventricular tachycardia electrogram appears to be over-sensing t waves. The lead exhibited high number of the sensing integrity counter (sic) oversensing episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.